Event description:
It was reported that the subject device had no image display. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.